Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular lead. A lead revision is anticipated but has not been performed. The patient was stable.

Event description:
Additional information was received indicating the lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.